Manufacturer narrative:
It was reported on (B)(6) 2016 that during the follow up dated 14 apr 2016, the physician was able to reproduce the noise sensing by manipulating the device and by pressing the lead body. The recommendations sent on (B)(6) 2016 are still valid.

Event description:
The physician observed noise oversensing and crosstalk in both channels. Recommendations were sent on (B)(6) 2016 in order to check the functioning and integrity of the pacing system, and if explanted, leads should be returned to the manufacturer for expertise. It was reported on (B)(6) 2016 that during a follow-up, the physician was able to reproduce the noise oversensing by manipulating the device and by pressing the lead body.

Event description:
The physician observed noise oversensing and crosstalk in both channels.

Event description:
The physician observed noise oversensing and crosstalk in both channels.